Event description:
When the device was used during a colon resection, it was fired across inflamed colon. Consequently, the staples wer malformed at the distal end of the staple line. The staple line was over sewn and the case was completed without pt consequence.